Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right after the implant procedure, diaphragm stimulation occurred. Attempts to resolve the issue with programming was not successful. It was found the right ventricular (rv) lead was dislodged. As a result, the rv lead was successfully repositioned. No additional adverse patient effects were reported.